Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episodes recorded indicated that the implantable cardiac monitor (icm) exhibited noise oversensing on various dates. No changes or intervention were reported. The patient condition was not known.